Event description:
Koru medical became aware of mw5170949 received through the FDA medwatch program stating "indication: nonfamilial hypogammaglobulinemia; other common variable immunodeficiencies; selective deficiency of immunoglobulin a [iga]; hereditary hypogammaglobulinemia. Pt reports syringe would not stay in pump. Pump (serial number and expiration date not provided) kept pushing it out of place multiple times to the point of expelling the entire syringe per pt. After multiple attempts at trying to gauge whether pt was referring to the empty 50 ml syringe or the original 50 ml hizentra, it remained unclear. Pt seemed a bit confused. Pt was advised to dispose of the syringe and not use it as stability could not be assessed. Pt stated she has enough medication on hand. Pharmacy replacing pump. Box sent for return of device associated with event. Availability of pump for investigation dependent on pt's return. No missed dose or interruption to therapy reported. No adverse event(s) reported due to product issue. No further info." Additional information was received providing patient information and the serial number of the pump involved. The pump listed in this report has not been received by koru medical. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.